Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the device was manufactured from june 10, 2019 - june 11, 2019. H10: the actual device was received for evaluation. A visual inspection of the returned sample showed no signs of anomaly from the bladder or fluid inside the housing. Functional testing was performed by filling the device with green colored water. During and after fill, no evidence of leak or rupture was observed from the bladder. The returned sample was found to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked from the internal balloon into the outer hard plastic during patient infusion. The device had been filled with fluorouracil. There was no report of patient injury or medical intervention associated with this event. No additional information is available.